Manufacturer narrative:
Used (B)(6) 2019 as event date as the exact date was not specified.

Event description:
It was reported that tip detachment occurred. A 182 j 5pk choice pt graphix guide wire was used in a procedure. However, the tip of the wire broke off and got stuck in a stent inside the patient. No further patient complications were reported.